Event description:
Upon opening package to sterile field, dr noticed the device did not appear to be fully intact. The wire should have been inside of the clear and blue part -sheath- per dr. The wire was not inside of the sheath, so it caused the device to coil/tangle up. The device was not brought up to or used on the pt, it was taken off the field, put back in the box; it came in and I gave it to our nurse manager.